Event description:
Healthcare professional reported, capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold and white particles observed on the device.

Event description:
Healthcare professional reported unknown side implant exchange from textured to smooth due to the concerns of the product and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Continued e1 (email address): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported unknown side implant exchange from textured to smooth due to the concerns of the product and capsular contracture baker grade unknown. The device has been explanted.